Event description:
It was reported that during an unknown procedure there was no solid tone. The titanium tip broke during the procedure. The broken piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade scratched and cracked, however, the blade was not broken off as per the reported event. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.